Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting inappropriate mode switching. Cpi has been unable to obtain the serial number of the ipg. The physician has elected to leave the ipg 'as is' because it currently paces and senses appropriately.